Manufacturer narrative:
Initial.

Event description:
It was reported that the user applied a new dexcom sensor and experienced persistent pairing status with prompts to "connect cgm or enter blood glucose", which led to a dosing stopped alert on the ilet and a fingerstick reading of 582 mg/dl. Pairing code entry was reattempted and the pump was restarted. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the user later reported glucose back in range. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method; no applicable device component term was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.